Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 15 mg/ml dilaudid at a dose of 8 mg/day, 150 mcg/ml clonidine at a dose of 80 mcg/day, and 300 mcg/ml droperidol at a dose of 160 mcg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that a motor stall occurred on (B)(6) 2017 and stopped pump may exceed tube set occurred on (B)(6) 2017. Motor stall recovery occurred on (B)(6) 2017 and a second motor stall occurred on (B)(6) 2017. The patient heard an alarm and was experiencing withdrawal symptoms. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. For troubleshooting the logs were read on 2017-jun-22. No actions/interventions had been taken to resolve the issue. The issue was not resolved at the time of this report. The patient's status was alive- with injury with the patient experiencing withdrawal symptoms, nauseous, and shaking.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer indicated the pump had a critical alarm starting in (B)(6) 2017 and the pump ¿seized up.¿ the patient had to have it replaced on (B)(6) 2017. It was noted the patient had to go through detox. It was also reported the patient has had pain since implant. No further complications were reported/anticipated or expected.